Event description:
It has been reported that one bd insulin¿ syringe with the bd ultra-fine¿ needle has been found with the cannula breaking off during use. The following has been provided by the initial reporter: the cannula was broken.

Manufacturer narrative:
H.6. Investigation summary: customer returned a 3/10cc syringe. Customer states that the cannula was broken. The sample was examined and exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for cannula broken due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). As per investigation completed by manufacturing, "on 25oct2019, holdrege received photo complaint. A visual evaluation of photo found (1) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, log book entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on (B)(6) 2019 for increased sampling for needle hub separates in 0.3ml. Capa1122103 has been opened to address this issue."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd insulin¿ syringe with the bd ultra-fine¿ needle has been found with the cannula breaking off during use. The following has been provided by the initial reporter: the cannula was broken.